Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The handpiece of a dermatome does not work. No injury was reported; however medical intervention was required and a delay of over 30 minutes was reported. The surgery was completed with another device. It was reported that apart from the delay of 30 minutes, the operation took place without any complications.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). 3191- no code available chosen as there is no code for surgical delay greater than or equal to 30 minutes. Conclusion summary: on may 18, 2018, it was reported that the handpiece does not work. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The customer also returned a power supply, serial number (B)(4) a sterilization case, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated electric dermatome serial number 201739 four times as documented in the vdoc service portal. The last repair was december 4, 2017 where it was reported that the device does not start and the ball bearing, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, motor, control bar, lever, ball plunger and fine adjustment cam were replaced. This is not a related issue. Medicrea has not previously repaired/evaluated electric dermatome power supply serial number (B)(4) as documented in the vdoc service portal. Product review of the electric dermatome by medicrea on june 5, 2018 revealed that the device failed the entry calibration. The motor was found to be damaged and corroded. The power supply, serial number (B)(4), was okay. Repair of the electric dermatome has not yet been performed by medicrea as the quote for service is still pending customer approval. The reported event was confirmed since during the product review it was noted that the motor was found to be damaged and corroded. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was found to be damaged and corroded. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
The handpiece of a dermatome does not work. No injury was reported; however medical intervention was required and a delay of about 30 minutes was reported. The surgery was completed with another device. It was reported that apart from the delay of 30 minutes, the operation took place without any complications. The device did not move per additional information received. No additional consequences have been reported as a result of this malfunction.